Event description:
Pt status post mva via squad complaining of lower abdominal pain, taken for abd cat-scan, ER nurse started IV at right antecubital with 18 gauge needle. Due to IV conirast, IV inflitrated, staff went to remove catheter and re-start IV and it was noted catheter broke away form the port.